Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿long-term results of metal on metal total hip arthroplasty in younger patients (< 55yrs)¿ by muhammad umara, et al, published by journal of orthopaedics (2018), vol. 15, pp. 586-590, was reviewed. The purpose of this study was to determine the survival of mom hip replacement in a population younger than 55 years in 109 hips implanted between 2003-2009. Implanted depuy products: pinnacle cup, metal liner, cocr femoral head, and corail stem. There were 12 revisions, 7 of these were for metallosis and associated symptoms. Average time to revision was 7 years. This complaint captures the detailed revisions in the attached guidance document labeled case 1 through case 12 linked to pc-000602147. " patient implanted with a corail stem, pinnacle cup, and mom articulations including a metal liner and cocr 36-mm femoral head. Revised head and liner as well as periarticular debridement 9 years after index procedure due to sypotomatic armd. Intraoperative findings: osteolysis, periarticular soft tissue necrosis consistent with foreign body reaction, and periartcular inflammation and alval consistent with hypersensitivity to metal debris. There were no reported product problems with the cup and stem. The authors note that the mean blood metal ions in patients requiring revision surgery was lower than 7 pp (co 4.3 ppb and cr 6.8 ppb). There is insufficient information provided to determine the blood metal ion level in this patient.